Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 426 mg/dl. The customer did experience symptoms of high blood glucose value such as dehydration. The customer treated high blood glucose with manual injection. Auto mode feature was activated at the time of high blood glucose event. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. No further complications were reported. The customer will discontinue to use the device.